Manufacturer narrative:
(B)(4).

Event description:
It was further reported as per death certificate that the immediate cause of death was coronary atherosclerotic heart disease.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that the patient expired. In (B)(6) 2013, the patient's qualifying condition was silent ischemia. Prior to the procedure, the patient was also found to have a positive stress test indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed the same day. The target lesion was located in the distal left circumflex artery (lcx) with 95% stenosis and was 8mm long with a reference vessel diameter of 2.50mm. The lesion was treated with pre-dilatation and placement of a 2.50x12mm study stent. Following post-dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient expired at home and the cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis occurred.